Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery alarm after putting the battery. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer performed self test and it passed. The insulin pump will not be returned for analysis.